Event description:
Elected to have rezoom lens implanted to correct cataract in right -dominant- eye in 2008. Discussed known side effects -halos and glare- with surgeon, who indicated that these are rated and almost always go away within 3-months after surgery. Almost immediately after surgery, complained to surgeon about halos, blurred vision, and glare which were especially problematic at night or in low light. Surgeon suggested waiting for 3-6 months, since it almost always goes away. At visit with surgeon at 6 month time point, surgeon explained that down side to replacing lens at this late date could create far worse problems that currently experiencing and that he recommended not replacing. Dates of use: 2008 to current. Diagnosis or reason for use: cataract. Event abated after use stopped or dose reduced? No.